Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2019-00758. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to deep vein thrombosis (dvt), pulmonary embolism (pe), and hypercoagulable state. Patient further alleges that a percutaneous retrieval attempt was made on (B)(6) 2015 without further details. Patient is alleging that the device is unable to be retrieved, tilt, "embedded ivc filter hook in posterior wall of ivc," "failed removal surgery," "the irretrievable filter subjects plaintiff to the risk of future and progressive filter failure including migration, fracture, embolization of a fracture, clotting, thrombosis and even death." It is further stated "plaintiff's injuries include, but are not limited to: pain, prolonged attempts were made to snare the ivc filter hook, but were unsuccessful. The ivc filter tilted, embedded in the posterior ivc wall, and irretrievable filter. The irretrievable filter also subjects plaintiff to the ongoing risk of dvt and thrombosis of the lower body. The filter poses a progressive risk of perforation of surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration and fracture causing serious injury and death. Plaintiff is forced to live with the possibility that these complications can happen to him at any moment which has led to severe fear, stress, anxiety and loss of enjoyment of life." (B)(6) 2013, implant report: "the right internal jugular vein was used for access." "A tulip inferior vena cava filter was then deployed in an infrarenal position." (B)(6) 2015, retrieval report (attempted): "using ultrasound guidance, the right internal jugular vein was accessed with a micropuncture needle." "Prolonged attempt was made to snare the hook of the ivc filter with a snare. Multiple different snare and catheter combinations were used."using ultrasound guidance, the right common femoral vein was accessed with a micropuncture needle. Through this access, a 6 french sheath was placed. A catheter and wire were advanced into the ivc. A 14 mm balloon was advanced into the ivc. Balloon was inflated adjacent to the filter, from the posterior direction, in attempt to move the filter hook off the posterior ivc wall. Attempts were unsuccessful. I was unable to engage the hook of the ivc filter with a snare at any time during the procedure. Procedure was stopped." "Ivc normal in caliber. There is an infrarenal ivc filter. It is a tulip filter. Filter is tilted apex posterior, such that the apical hook is embedded in the posterior wall of the ivc. This prevented capture of the filter with a snare, and prevented filter removal. There is no thrombus within the filter."

Manufacturer narrative:
Investigation reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patients continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported pain, fear, stress, anxiety, loss of enjoyment of life is directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: difficult to retrieve, tilt, embedded, pain, fear, stress, anxiety, and loss of enjoyment of life. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new information to report at this time.